Manufacturer narrative:
(B)(4). Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. (B)(4). Device repaired and returned. (Exemption number e2015036).

Event description:
Pentax of america initiated field correction 2017-001-c which included inspection of the seal around the distal body and distal cap of the ed-3490tk duodenoscope pursuant to predefined inspection criteria (et-hf-p-0013 rev. 00). The objective of the inspection was to verify there were no defects/discontinuities in the seal between the distal body and distal cap. The inspectional criteria was defined as, "all seal surfaces observed shall be continuous and smooth with no outward signs of discontinuity, gaps or bubbles." A device was considered to fail the inspection if any element of the criteria was not met. The customer owned device was returned to pentax medical from a customer on 04/17/2017 with a concern of insertion tube crush/dent. Inspection of the unit was performed on 04/18/2017 where the quality control inspector found the following: umbilical cable severe crush. Distal cap missing silicone. Elevator body sticking. Passed wet leak test. Passed dry leak test. Lightguide prong cover glass set loose. Up/ down angulation knob play. Customer complaint confirmed. Hole in # 2 remote control button cover. Fluid invasion not observed in pve connector. Fluid invasion not observed in control body. Image mild spot. Air/ water socket cylinder o-ring chipped. Inspection of the seal between the distal body and distal cap was performed and the device failed the inspection criteria. Repairs were performed which included replacement of the following components: o-rings and seals. Objective prism assy. Remote control button(1). Light guide cable. Distal case/cap. Deflector body attaching screw. Segment attaching screw. Segment assy attaching screw. Bending rubber. The distal case/cap was replaced and resealed pursuant to the field correction and the duodenoscope was returned to the customer on (B)(6) 2017.